Manufacturer narrative:
Concomitant medical products: product ID 8598a , serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2022, product type catheter. Pro duct ID 8709sc, lot# n281326009, implanted: (B)(6) 2011, explanted: (B)(6) 2022. Product type catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4); product ID: 8709sc, serial/lot # (B)(4), ubd: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (15 mg/ml at 0.72 mcg/day), dilaudid (25 mg/ml at 1.2 mg/day), and clonidine (10 mcg/ml at 0.48 mcg/day) via an implantable pump for spinal pain indications. It was reported that the healthcare provider (hcp) believed the catheter had an occlusion. It was unknown if there were external factors that led to the event. The hcp said that during a refill there was significantly more drug than what should have been in the reservoir. The hcp replaced the entire catheter with an 8780 and cleared port. The event was resolved.